Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed a message that the memory is full. The memory full occured due to a bug in the firmware when certain conditions are met. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the reveal showed a message that the memory is full. The memory full message occurred due to a bug in the firmware when certain conditions are met. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing a measuring problem. There was an observation that the memory was full, which was due to a bug in the firmware. Certain conditions occurred that cause the device firmware to erroneously think the device is overwriting data and that the device memory is full, when it was not full.